Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. There were visible water droplets on the inside of the lcd window. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in the battery compartment, around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the customer experienced hypoglycemia and the customer went to the pool with insulin pump, it started beeping with x arrow pointing to an open book along with a question mark. Customer's blood glucose level at time of incident was 70 mg/dl and current blood glucose level was 42 mg/dl, treatment with juice. Customer declined troubleshooting for low blood glucose level. Customer reported that they received the open book image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.